Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Device not returned.

Event description:
Reportedly the customer had elevated blood glucose 262 mg/dl due to a kinked cannula. The customer replaced the infusion set and blood glucose levels were fine at the time of call. Customer was unable to provide infusion set information.